Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to reload the cartridge and continued using the cartridge. In addition, it was reported that during the fill tubing process, customer had to prime 17 units instead of the normal 12 units of insulin. Customer was confirmed that insulin was seen coming out of the tubing after 17 units were primed. Customer's blood glucose level was 209 mg/dl.